Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision knee surgery of the genesis ii biconvex patella was performed. The reason why the revision surgery was performed is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: it was reported that a revision knee surgery of the genesis ii biconvex patella was performed. The reason for revision is unknown. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch. A review of risk management files and the instructions for use could not be documented appropriately due to unspecified reason for revision. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Due to the limited information provided, no potential cause can be determined at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.